Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, implanted: unknown, explanted: unknown, UDI#: asku. Product ID: 924256, serial/lot #: unknown, implanted: unknown, explanted: unknown, UDI#: asku. Event date is year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the burr hole cover device and lead were broken after a fall. The lead had a short circuit. It was noted the patient had a pronounced tendency to fall. The burr hole cover device and lead were surgically removed and replaced. No patient symptoms were reported as a result of the event.